Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with striae and dry eye in the left eye, at a postoperative visit. Pt has had punctual plugs into lower lids both eyes. Pt is using tear gel at night and artificial tears during the day. Pt still has microstriae and dryness one month out. Another report is filed for the right eye. Add'l info has been requested.